Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized despite use of different charging cables and wall adapters. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while tandem technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to let pump battery fully deplete before return, advised that pump settings and cgm would need to be programmed and connected on replacement pump, and requested return of problematic pump using prepaid label within 10 days.